Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery, motor error, or unexpected vibrate alerts/alarms were noted. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose exceeding 500 mg/dl. The patient was treated via insulin IV. Prior to the hospitalization, the insulin pump alarmed no delivery and motor error. During troubleshooting, the insulin pump was able to rewind. However, the insulin pump alarmed motor error more than once in the past 30 days. The insulin pump will be returned for analysis.